Manufacturer narrative:
D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
Reported via clinical study, it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient had a routine 45-day follow up computed tomography (CT) scan and a small 5mm device related thrombus was noted on the closure device. A transesophageal echocardiography (tee) is being scheduled to make sure it is an actual device related thrombus (drt) as the CT scan was inconclusive.